Manufacturer narrative:
Info is not available at the time of this report to indicate availability of device sample. Investigation is ongoing. A follow-up report will be sent when available.

Event description:
The incident/defect was reported as: jamming. It is unk when defect was identified. No pt injury reported.